Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the "device malfunctioned by, inter alia, contracting into a ball, suffering degradation, buckling, and causing an intense foreign body and inflammatory response" however the sample was not returned for evaluation and medical records are not available at this time. Inflammation is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient presented the hospital with complaints of abdominal pain and rectal bleeding. As reported, the patient underwent surgery to repair the incarcerated incisional hernia using a bard/davol composix kugel medium oval hernia patch with reference number 0010205, lot number 43jqd213. Sometime after the placement the device malfunctioned by, inter alia, contracting into a ball, suffering degradation, buckling, and causing an intense foreign body and inflammatory response. On (B)(6) 2016: as reported, as a result of these failures, the patient has suffered severe injuries and required substantial medical care and this care has consisted of, amongst other things, remove of the defective device. As reported by the attorney, the composix kugel patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, and subsequent procedures. As alleged, the patient was seriously and permanently injured and suffered severe pain, injuries and damages due to the alleged defective composix kugel patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient presented the hospital with complaints of abdominal pain and rectal bleeding. As reported, the patient underwent surgery to repair the incarcerated incisional hernia using a bard/davol composix kugel medium oval hernia patch with reference number 0010205, lot number 43jqd213. Sometime after the placement the device malfunctioned by, inter alia, contracting into a ball, suffering degradation, buckling, and causing an intense foreign body and inflammatory response. (B)(6) 2016: as reported, as a result of these failures, the patient has suffered severe injuries and required substantial medical care and this care has consisted of, amongst other things, remove of the defective device. As reported by the attorney, the composix kugel patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, and subsequent procedures. As alleged, the patient was seriously and permanently injured and suffered severe pain, injuries and damages due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿the hernia sac was excised. A composix kugel mesh was placed inside the abdomen with the gore-tex side down and secured to the anterior abdominal wall using multiple fires of the protac.¿ (B)(6) 2010 and (B)(6) 2016 - patient underwent colonoscopy. (B)(6) 2016 - patient was diagnosed with distal colon anastomotic stricture and ulcer, extensive lysis of adhesions thereby underwent exploratory laparotomy and partial colectomy with removal of composix kugel mesh. Per operative notes, ¿encountered synthetic mesh which is contracted into a ball of mesh at the upper aspect of the incision. Lysed all the adhesions from the anterior abdominal wall. Dissection was carried out to separate the omentum and loops of bowel from the undersurface of the mesh and excised the composix kugel mesh away from the anterior abdominal wall.¿ attorney alleges that the patient had adhesions, bowel/intestinal obstructions, bowel/intestinal removals, mesh migration, mesh shrinkage, pain, ring break and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the "device malfunctioned by, inter alia, contracting into a ball, suffering degradation, buckling, and causing an intense foreign body and inflammatory response" however the sample was not returned for evaluation and medical records are not available at this time. Inflammation is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 8 years 11 months post implant of composix kugel mesh, patient was diagnosed with adhesions and mesh shrinkage thereby underwent mesh removal. Per op notes, "contracted into a ball of mesh at the upper aspect of the incision". The instructions-for-use supplied with the device list adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.